Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow up report will be sent.

Event description:
It was reported the patient had a monarc sling implanted in (B)(6) 2012. Approximately a year later, the patient experienced continued incontinence and pelvic pain. The patient underwent removal of the sling on or about (B)(6) 2013. During surgery it was noted several tinges representing the edge of the sling were eroded in that area. The surgeon was able to remove what appeared. No further patient complications have been reported in relation to this event.